Event description:
It was reported by service report that the fowler cylinder was leaking fluid and the fowler was unable to support patient weight. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Fowler.